Event description:
It was reported that insulin pump has fluid in the reservoir compartment.

Manufacturer narrative:
The insulin pump was received with corroded damage on battery tube, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.